Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer alleged cosmetic damage at retainer area. Unable to perform the displacement test and the cap/reservoir will not lock properly due to missing retainer. The insulin pump received with missing reservoir tube o-ring, cracked battery tube threads, fading serial number label, cracked keypad overlay at select button and cracked case corner of belt clip rails. The insulin pump was confirmed for physical damage on the retainer area. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack at battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.